Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop of the device was broken. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The event of wire broken. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation was performed and found that the handle cannula was bent and the catheter near the handle was kinked. However, it was observed that the loop was not broken. The complaint that the loop was broken was not confirmed. Manipulation of the device during the procedure likely caused the kink near the handle, causing resistance during subsequent attempts to actuate the device. The handle cannula likely bent due to contact with this kink; therefore, the most probable root cause for the issues identified is operational context.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop of the device was broken. The procedure was completed with another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.